Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged that as a result of the device being implanted the patient suffered injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (b)4) (importer). (B)(4).